Event description:
The customer reporteed that while the unit was in use on a pt, the nurse noticed a vibration noise coming from the unit. The unit continued to operate fine. The pt was switched to another unit and therapy was continued. No pt injury was reported.